Event description:
It was reported that both cadd legacy pumps alarmed no disposable while using cassette lot 4219994; expiration 11/10//2022. No pump alarms with new cassette. No further details provided. No additional details known. No injury.